Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros eci immunodiagnostic system. The most likely assignable cause of the non-reproducible, higher than expected vitros tropi es result is an instrument issue, related to sr contamination within the eci instrument, caused by improper periodic instrument maintenance. Large amounts of sr contamination was identified within the instrument by an ortho ls and a within run precision test indicated that the vitros eci immunodiagnostic system was not performing as expected. The ortho ls performed maintenance to remove the sr contamination. A post-service within run precision test indicated that repairs had returned the instrument to expected operation. A vitros tropi es lot 3181 reagent issue is not a likely contributor to the event, as qc results prior to the higher than expected vitros tropi es result do not suggest an issue with reagent performance. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3181. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, the result was questioned by the physician. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros eci immunodiagnostic system. Tropi es sample result of 0.309 ng/ml versus expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory. However, it was confirmed that no treatment was altered based on the result. There were no allegations of patient harm as a result of this event. (B)(4).